Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg pocket was relocated and two extensions were added. The patient was doing well post-operatively.